Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI. During the procedure, it was reported that the port was allegedly found obstructed, allowing only push flow but no suction. It was further reported that clogging occurred during suction in the initial flushing process, and multiple attempts to rinse were unsuccessful. A new implanted port was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows the clinician aspirating the port using a syringe and a non-coring needle. The port appears to allow only push flow, with no suction. In the background, scissors and blood stains are visible on the port tray. Therefore, the investigation is inconclusive for obstruction of flow, suction problem and difficult to flush issue as the provided evidence was not sufficient enough to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI. During the procedure, it was reported that the port was allegedly found obstructed, allowing only push flow but no suction. It was further reported that clogging occurred during suction in the initial flushing process, and multiple attempts to rinse were unsuccessful. A new implanted port was replaced. There was no reported patient injury.